Event description:
A home patient's (hp) family member contacted baxter's technical service center (tsc) to report a system error 2240 alarm received during drain 4/4 of automated peritoneal dialysis therapy utilizing homechoice machine. Per initital report, the hp left an unused supply line unclamped during therapy. Baxter's tsc assisted the hp's family member in ending therapy early. No patient injury was indicated at the time of the initial report.